Event description:
Pentax medical was made aware of an event which occurred in the united states stating that "there was no video image" involving pentax video colonoscope model ec34-i10l, serial number (B)(4). The customer responded to customer service request for additional information via email on 13-sep-2021 and stated the reported no video image occurred in the operating room during use. There was no report of death, serious injury or other significant/important medical event. There was also no delay in the procedure which would require medical intervention. The loaner endoscope was received by pentax medical for evaluation on 17-sep-2021. The endoscope was inspected by pentax medical service under service order (B)(4) and passed all functional testing. The endoscope was approved by final qc on 20-sep-2021 and returned to the loaner pool. Model ec34-i10l, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service. On 28-sep-2021, a device history record(DHR) review for model ec34-i10l, serial number (B)(4) was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured in the (B)(4) facility on 30-jun-2015 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 01-jul-2015.

Manufacturer narrative:
This model is classified as import for export and not distributed in the united states, therefore 510k is not applicable. We do have similar model ec34-i10l-us available in the united states with a 510k number k131855. (B)(4). If additional information becomes available, a supplemental report will be filed with the new information.